Manufacturer narrative:
A ge service representative performed an on site investigation. The generator and filament calibration were performed. Four stability pots were adjusted and replaced the x-ray tube, high voltage cable and snubber board. Ordered a new battery and hvs board. No conclusion can be drawn as further repair info was not reported.

Event description:
The customer reported an overload fault error message. This error causes the sys to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.